Event description:
The customer reported the system displayed an error message and locked during a vitrectomy. The pt was in the exam room and had received topical anesthesia. The procedure was postponed until the system could be repaired with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the laser core module. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional, reportable info becomes available. (B)(4).